Manufacturer narrative:
D4: lot number is unknown, e1: first name and last name of initial reporter is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Level at which the implant was performed was l5. Preoperative diagnosis of this surgery was l4 vertebral fracture. It was reported that the cement leaked from the screw head and the cement delivery guide tip. The screw was explanted at the same time and the same size was inserted again. There was a less than 60 minutes delay in the overall procedure time. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the there were no malfunction on bone filler (6550102) itself, however, it was reported because it was contacted at the time of the cement leak. The type of procedure involved during the event was postpartum sterilization (pps) in the lateral decubitus position.